Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported she has issues with the insulin pump and sensor. Customer stated same issues have occurred twice in the last week. Customer stated the sensor was reading high and without testing on with the meter customer bloused a correction put in the number even lower. Customer stated she thinks the insulin pump over bloused and blood glucose lowered to 40 mg/dl. Customer stated she lowered the readings from two different sources so she would get the correct bolus. An hour later, blood glucose lowered to 55 mg/dl, then lowered to 47 and finally to 40 mg/dl. Treated, it took about two hours to stabilize. Troubleshooting was performed.. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.